Event description:
A healthcare facility in (B)(6) reported via our distributor that the manual mode button of an iw934afu cosycot infant warmer had sunken in. This event was detected during a routine performance check of the device, prior to pt use. No pt consequence occurred.

Manufacturer narrative:
(B)(4). The affected component of the iw934afu cosycot infant warmer is currently en route to fisher & paykel healthcare for inspection. We will submit our follow-up report following receipt of the component and completion of our investigation.